Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the non-calcified left common femoral vein. A 18-6/5.8/75 xxl esophageal balloon catheter was advanced over a .035 wire for dilatation. However, during inflation at 4 atmospheres for 3 minutes, the balloon ruptured. The physician removed the balloon over the wire and used another of the same size to finish the procedure. No complications were reported. It was further reported that the balloon ruptured upon initial inflation.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the non-calcified left common femoral vein. A 18-6/5.8/75 xxl esophageal balloon catheter was advanced over a .035 wire for dilatation. However, during inflation at 4 atmospheres for 3 minutes, the balloon ruptured. The physician removed the balloon over the wire and used another of the same size to finish the procedure. No complications were reported.